Event description:
It was reported that the device exhibited alert messages for low hv lead impedance and possible output circuit damage. There was one vf episode when the patient received therapy but it did not convert the patient. Subsequent therapies were aborted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an arc mark on the ICD can. The area was analyzed and five metals used in lead conductors were detected. A short was found in the high voltage output circuit. The cause for the output anomaly was arcing between the rv lead conductor and the ICD can electrode during therapy delivery.